Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No battery out limit alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the buttons on the insulin pump are not responding properly. Customer removed the battery, put it in and the number 6 showed on screen, then goes to 7 and then the backlight comes on screen. Customer stated that there is a black circle on screen and a battery out limit alarm. Blood glucose value is 415 mg/dl. Customer's mother will be calling the doctor's emergency line to get lantis medication to treat. Nothing further reported.